Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had tandem technical support assist with the loading process as this was the first attempt to load on her own since starting pump therapy. Due to the time it took for the customer to load the pump, the blood glucose (bg) level was 244 mg/dl. A bolus via the pump was delivered to address the bg level.